Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10) the customer approved the repair of the unit, the fse replaced the fiber optic module and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: (4118) an estimate of the repair was provided to the customer by getinge. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Full event site name: (B)(6) hospital. Not returned to manufacturer.

Event description:
It was reported that during inspection of the cs300 intra-aortic balloon pump (iabp) by a biomedical engineer, the fiber optic module was out of range. There was no patient involvement and no adverse event was reported.